Event description:
A (B)(6) years old patient ((B)(6)) was operated on (B)(6) 2015 for a spondylolisthesis l5s1. Two monoaxial screws (implanet spine system 6 mm diameter and 40 mm length) were placed in l5 pedicle. Two monoaxial screws (implanet spine system 6 mm diameter and 35 mm length) were placed in s1 pedicule. Two 50 mm stems bring together the pedicular screws on each side of the spine. A reoperation was performed on (B)(6) 2016. The material was disassembled beside the distal extremities of the screws broken in l5 vertebrae. The montage was extended to l4.